Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the left latch on the patient side cart. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that the customer contacted the technical service engineer (tse) for phone assistance to state they were unable to lock the universal surgical manipulator 4 (usm4) because the locking mechanism was broken, and there were no audible tones when moving the usm4 or inserting an instrument, raising a patient safety concern. Tse reviewed the system error logs and did not find any relevant entries related to the reported usm4 locking issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: no additional information was available to be provided.

Manufacturer narrative:
The probable root cause is attributed to a damaged left latch on the setup joint (suj). This issue can be resolved by field service engineer (fse) service of the system to replace the part.

Event description:
Refer to h11 for follow-up information.